Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 349 mg/dl while wearing the pod between 24 and 36 hours. It was reported that the patient could smell insulin and noticed that the cannula was not properly inserted. The patient mentioned that they had high ketones. The patient was treated with IV(intravenous) fluids (saline solution). The patient was released the same day. The pod was worn when seeking medical attention.